Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was likely a result of insufficient reprocessing. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.